Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported "tip of tissue dilator was found uneven during puncture on the patient". No patient harm reported. The patient's condition is reported as fine.

Event description:
Customer reported "tip of tissue dilator was found uneven during puncture on the patient". No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one dilator for analysis. Visual analysis revealed that the dilator tip was slightly split and frayed. The edges of the tip were folded outwards. The total length of the dilator measured to be 99.5mm, which is within the specification limits of 95.2mm-108mm per the dilator graphic. The dilator outer diameter measured 2.31mm, which is within the specification limits of 2.28mm-2.34mm per the dilator graphic. The dilator inner diameter measured 1.143mm, which is within the specification limits of 1.12mm-1.22mm per the dilator graphic. A lab inventory guide wire was inserted through the returned dilator. Minor resistance was observed; however, the guide wire was eventually able to pass completely through the dilator. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit, "if necessary, enlarge cutaneous puncture site with cutting edge of scalpel, positioned away from guidewire". The customer report of a damaged dilator tip was confirmed by complaint investigation of the returned sample. The damage observed was consistent with undue force being applied to the tip. The dilator passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received and the customer report that this event occurred during the puncture, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.